Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-mar-2023. H6: investigation summary customer returned one loose syringe 0.5ml 31ga 6mm in an open polybag from lot#9350261. Customer reported that when removing the protective cap, the needles are stuck in the cap, making it impossible to use. The returned syringe was visually examined and found no damages and then shield was removed from the syringes and observed no needle or hub stuck to the shield. Hence, the alleged issue could not be confirmed. See attached photos. A review of the device history record was completed for batch# 9350261. All inspections and challenges were performed per the applicable operations qc specification. Embecta was not able to duplicate or confirm the customer¿s indicated issue. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that prior to use with an unspecified amount of bd ultra-fine¿ insulin syringe when removing shield the needle separated from device and remained in shield. This is the 1st of 2 occurrences. The following information was provided by the initial reporter, translated from portuguese to english: customer contacts reporting a defect with the needles of the bd ultra fine syringe, where when removing the protective cap, the needles are stuck in the cap, making it impossible to use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd ultra-fine¿ insulin syringe when removing shield the needle separated from device and remained in shield. This is the 1st of 2 occurrences. The following information was provided by the initial reporter, translated from portuguese to english: customer contacts reporting a defect with the needles of the bd ultra fine syringe, where when removing the protective cap, the needles are stuck in the cap, making it impossible to use.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9350261. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that prior to use with an unspecified amount of bd ultra-fine¿ insulin syringe when removing shield the needle separated from device and remained in shield. This is the 1st of 2 occurrences. The following information was provided by the initial reporter, translated from portuguese to english: customer contacts reporting a defect with the needles of the bd ultra fine syringe, where when removing the protective cap, the needles are stuck in the cap, making it impossible to use.